Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17766979l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, high force values were noted several times while the thermocool® smart touch® sf bi-directional navigation catheter was advanced into the coronary sinus (cs). During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed and 250cc of fluid were removed. Extended hospitalization was not required as a result of the adverse event. Patient outcome is fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis transseptal needle (catalog and lot # unknown). The sheath used during the procedure was a st. Jude medical agilis sheath (catalog and lot # unknown). The generator was in power control mode. No ablation was performed during this case. The irrigation flow was set on basal flow at 2cc since ablation was not performed. The patient received anticoagulant during the procedure with an activated clotting time of 250-300 seconds. The spi value for the the thermocool® smart touch® sf bi-directional navigation catheter is unknown. The the thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.